Event description:
The manufacturer received information alleging sinus infections,throat irritation, dizzines and nausea related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging sinus infections, throat irritation, dizziness and nausea related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust on and in the blower, liquid ingress and substance consistent with mineral deposits on the blower and blower box, an unknown contaminant between rear panel and bottom enclosure. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of dust on and in the blower, liquid ingress and substance consistent with mineral deposits on the blower and blower box, an unknown contaminant between rear panel and bottom enclosure. The manufacturer found evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.